Event description:
Baxter product surveillance was contacted by a home patient's nurse regarding a minicap that fell off a transfer set. The home patient is not yet using peritoneal dialysis. In 2006, the minicap was placed after the patient's line was flushed, and the minicap fell off about one week later. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturng, will continue to monitor this product line.